Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the submitted log file confirmed pump stop and low speed events. The submitted log file contained data from (B)(6) 2021 at 4:18:53 to (B)(6) 2021 at 12:20:20the pump speed was set at 9400 rpm with a low speed limit of 9000 rpm. On (B)(6) 2021 between 9:06:16 and 9:51:01, there were 14 pump stop events and 5 low speed events, which were accompanied by low speed advisories, low speed hazards, low flow hazards and motor stopped alarms. The pump returned above the low speed limit following these events. The pump stop and low speed events occurred while the patient was supported by battery power. Based on complaint history and similarly reported events, the low speed and pump stop events observed in the submitted log file are consistent with damage to two or more wires in the patient¿s driveline; however, a specific cause could not conclusively be determined as the remaining driveline and pump was not returned. The submitted x-rays showed the external portion of the patient driveline and revealed no abnormal areas. A distal end/external driveline repair was performed on (B)(6) 2021 by technical service representative. The external/distal end driveline was returned severed approximately 18.25 inches from the metal connector. Upon visual inspection of the outer silicone sleeve, a tear was observed in the silicone sleeve exposing the underlying bionate approximately 2.75 inches from the metal connector. An electrical continuity test was performed, and no wire-to-wire or wire-to-shield shorts were induced during intact testing, even with manipulation of the external driveline. The silicone sleeve was removed and revealed minor discoloration along the bionate layer. The bionate was removed and revealed minor breakdown to the metal braided shield. The shielding was removed, and visual and microscopic examination of the underlying wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any driveline wires that would have resulted in an electrical short. The relevant sections of the device history records for vad-59512 and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6)2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. H and the heartmate ii patient handbook, rev. G are currently available. Sections 6 and 8 of the heartmate ii IFU, as well as sections 4 and 6 of the heartmate ii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the heartmate ii IFU and section 5 of the h heartmate ii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Several sections of the heartmate ii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed pump stop and low speed events. Additionally, the reported outflow graft obstruction could not be confirmed from this evaluation as no product or images of the obstruction were submitted for review. A specific cause for the reported bleeding as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2021 at 4:18:53 to (B)(6) 2021 at 12:20:20 the pump speed was set at 9400 rpm with a low speed limit of 9000 rpm. On (B)(6) 2021 between 9:06:16 and 9:51:01, there were 14 pump stop events and 5 low speed events, which were accompanied by low speed advisories, low speed hazards, low flow hazards and motor stopped alarms. The pump returned above the low speed limit following these events. The pump stop and low speed events occurred while the patient was supported by battery power. Based on complaint history and similarly reported events, the low speed and pump stop events observed in the submitted log file are consistent with damage to two or more wires in the patient¿s driveline; however, a specific cause could not conclusively be determined as the remaining driveline and pump was not returned. The submitted x-rays showed the external portion of the patient driveline and revealed no abnormal areas. A distal end/external driveline repair was performed on (B)(6) 2021 under wo-00101905 by technical service representative. The external/distal end driveline was returned severed approximately 18.25¿ from the metal connector. Upon visual inspection of the outer silicone sleeve, a tear was observed in the silicone sleeve exposing the underlying bionate approximately 2.75¿ from the metal connector. An electrical continuity test was performed, and no wire-to-wire or wire-to-shield shorts were induced during intact testing, even with manipulation of the external driveline. The silicone sleeve was removed and revealed minor discoloration along the bionate layer. The bionate was removed and revealed minor breakdown to the metal braided shield. The shielding was removed, and visual and microscopic examination of the underlying wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any driveline wires that would have resulted in an electrical short. Per additional information, the patient went to the operating room (or) on (B)(6) 2021, and it was discovered that there was an extruded albumin compressing the outflow graft within the bend relief. The old pump was removed and a new pump was implanted. Additionally, the patient had a complication with profound vasoplegia requiring 3 units of packed red blood cells (prbcs) on (B)(6) 2021 for bleeding at the old driveline site. An ostomy bag was placed on the old driveline site. The patient underwent pump exchange on (B)(6) 2021. (B)(6) was not returned for evaluation; however, in the event that it is returned, this investigation will be reopened. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 14oct2015 under order. The heartmate ii lvas IFU, document 106020, rev. H and the heartmate ii patient handbook document 106022, rev. G are currently available. Section entitled "introduction" lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Sections of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section ¿surgical procedures¿ outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section, under ¿attaching the sealed outflow graft¿, cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The user is instructed to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight. Furthermore, section of the hmii IFU and section of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was communicated on (B)(6) 2021 that the patient went to the operating room (or)on (B)(6) 2021 and it was discovered that an extruded albumin compressing the outflow graft within the bend relief was evacuated. The old pump was removed and a new pump was implanted and a new percutaneous driveline was externalized in a new tunnel. The old driveline exit site was debrided and the driveline was removed. On (B)(6) 2021 the patient had a complication of profound vasoplegia that required 3 units of packed red blood cells (prbcs). The patient was discharged to rehab on (B)(6) 2021 and discharged from rehab on (B)(6) 2021. It was communicated on (B)(6) 2021 that the patient had bleeding at their old driveline site on (B)(6) 2021. The patient's hemoglobin dropped which required three units of packet red blood cells (prbc) and an osium bag at the site. This resolved the bleeding without sequelae.

Event description:
It was reported that low flow/low speed alarms were observed. The patient went to the emergency department. Upon interrogation of the system controller history, pump stop alarms were observed as well. The pump speed was 9400 rpm, flow 6.3 lpm, pi 4.8, power 6.4 w. He was asymptomatic at this time. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. X-rays received were unremarkable. On 31jan2021 technical services arrived onsite for driveline repair/replacment. Performed repair approximately 2.5 inches from the exit site. Post driveline repair/replacement additional alarms were observed. Patient received a pump exchange on 03feb2020.